Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ¿ left with a thermocool smarttouch and the patient experienced a pericardial effusion requiring pericardial aspiration. During the last radiofrequency (rf) ablation, a pop was heard, but the patient was stable. After the ablation procedure with carto 3 system, while the staff were waking up the patient, doing post procedure cleanup and while checking the heart with ultrasound, a pericardial effusion was noted. The physician aspirated blood from the pericardial space. This only subsided 5 hours later, and then the patient was transferred to the intensive care unit for observation. The patient did not require surgery. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31582175m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).